Event description:
It was reported that during a da vinci-assisted prostatectomy radical with lymphadenectomy surgical procedure, the customer contacted the technical service engineer (tse) for phone assistance for reoccurring error 23009 that begun at the beginning of the surgical procedure. The surgeon had recovered the error multiple times. Tse reviewed the system logs and found that the recurrent error was pointing to the master tool manipulator right (mtmr). Tse informed the customer that the error can be cleared with a system power cycle as well, but tse could not guarantee that the error will be cleared sustainably unable a spare part is replaced. The surgeon indicated that he surgical procedure will be ended robotically to avoid the error occurring during a critical component of the surgical procedure. The procedure was aborted - post anesthesia and port placement with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the master tool manipulator (mtm) 2. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the master tool manipulator (mtm) 2 for failure analysis investigation. The mtm 2 was analyzed and in log review, no data was found to indicate that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The mtm was then installed onto a psc fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the mtm2 was inspected, and no fault to be identified.